Event description:
It was reported that during a thyroidectomy using the nerve monitoring system, there was no response to direct nerve stimulation. The system was switched out with another nerve monitoring system, and the procedure was completed without incident. There was no patient injury. No further information was provided.

Manufacturer narrative:
(B)(4). Analysis by the engineering group - the returned mainframe was evaluated in service <(>&<)> repair. The patient interface which was returned from the same customer for the same issue was also used in the evaluation. Service and repair provided a patient simulator and probe. A shake test was performed on the mainframe and no loose components were noted. The system was connected and booted up. A monitoring screen was selected utilizing all available channels. The electrode check showed the proper readings. Channels were stimulated in turn; no responses were displayed on the screen. Another test probe was obtained and the channels were attempted to be stimulated again, but the mainframe still did not show that the channels were being stimulated. Based on the analysis results, the "most likely" cause of the reported event ("will not stimulate") is the main pcb failure. The main board, muting board external control, control connector and touchscreen were replaced. The mainframe was tested and passed all manufacturing specifications; the unit was tested and passed all manufacturing specifications and then returned to the customer. (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and the product evaluation is currently underway. Device indications: this device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. This product is used for treatment purposes.